Event description:
The ceramic portion of a se electrode broke during use. At this point in time it is not known if the device broke off into the patient and clarification has not been forthcoming. However it is reported that the tip broke off during usage, and typically the device would be in the body when in use. If this is the case and the broken fragment was not retrieved we do not know what impact, if any, this would have on the patient. It is because of this uncertainty that this report is being filed to document this event.